Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, based on complaint history, some of the possible causes for the reported damage could be applying excessive force while hammering, incorrect connection of the strike plate with another corresponding instrument. The IFU addresses that the instruments shall be used for their intended usage, described in the operative technique. Furthermore, the instruments shall be inspected prior to every surgery and shall be handled with care to avoid damages. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
During inserting the nail, the strike plate broke at the thread. A part of the thread remained in the target device.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
During inserting the nail, the strike plate broke at the thread. A part of the thread remained in the target device.